Event description:
Trinity / trifit ts revision of the ecima liner, biolox delta ceramic head and stem after approximately 9 years and 3 months due to a periprosthetic fracture following a fall.

Manufacturer narrative:
(B)(4). Final report it was stated that the patient fell causing a peri-prosthetic fracture. An update on the patient post revision was requested but has not been provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, it has been concluded that the root cause of the post-op peri-prosthetic fracture was the fall experienced by the patient and not due to the device design or performance. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -8466 initial report please note: the system would not allow this initial report to be packaged without an option for b, c and d selected in section h. As this is an initial report the investigation findings are not yet known. These will be updated in the final report. It was stated that the patient fell causing a peri-prosthetic fracture. An update on the patient post revision has been requested. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / trifit ts revision of the ecima liner, biolox delta ceramic head and stem due to a periprosthetic fracture following a fall.